Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The photograph containing images of a prograsp forceps instrument identifies an improperly swaged pin. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. The prograsp instrument was returned with a stuck cannula and cannula seal. During failure analysis, improper swaging on the instrument clevis pin was found. It was noted that the clevis pin, when pressed, can be dislodged from the wrist. No missing piece on the instrument was observed. The instrument was further analyzed by the fae. A deeper inspection identified that the clevis pin was not swaged. The fae indicated that this observed condition allowed the clevis pin to dislodge. The failure mode is considered a workmanship issue. The findings from the failure analysis investigation are consistent with the customer submitted photograph previously reviewed by the fae. Site history review: as of 05/25/2020, a review of the site's complaint history was performed. No additional complaints related to this product were identified. . System log investigation: a review was executed using the da vinci system (B)(4). On the reported event date of (B)(6) 2020, use of the prograsp forceps instrument with lot n13190715 sequence 631 was confirmed. During the procedure date, the instrument was used once with 4 remaining usable lives. An instrument log review was also performed using the reported product information; however, no result was returned. This complaint is being reported based on the following conclusion: failure analysis acknowledges that the instrument clevis pin exhibited improper swaging with no claim of user mishandling or misuse. Although there was no report of any fragments falling inside the patient, no missing piece was identified through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a protruded pin on the wrist of the prograsp forceps instrument. Due to this condition, the user experienced difficulty removing the instrument out of the cannula. As a result the user safely removed the instrument with the cannula and cannula seal. Following this, a backup instrument was installed into the patient side manipulator (psm) arm. A new cannula and cannula seal were installed into the port. The user continued the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from a nurse regarding the reported event: an inspection of all the instruments and accessories was performed prior to use. The prograsp forceps instrument was installed and an issue was immediately observed. The instrument was never used for a surgical task. It was immediately replaced with the backup, preventing a potential for injury.